Event description:
Patient representative reported left side alcl. Pathology report confirms breast implant associated anaplastic large cell lymphoma (alk negative). Histopathological markers cd30+ and alk- have been confirmed. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6., d.7.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "alcl." Date of alcl diagnosis: unknown.

Event description:
Patient representative reported left side alcl. Pathology report confirms breast implant associated anaplastic large cell lymphoma (alk negative). Histopathological markers cd30+ and alk- have been confirmed. Device was explanted.